Event description:
Foam was retained in lower abdominal wound of a pt being treated at home. Surgical intervention was required. Procedure was an uncomplicated surgical debridement that was done under general anesthesia. Patient did not stay over night in hosp, but went back home the same day.

Manufacturer narrative:
V.a.c. Therapy initiated. The following month, scheduled dressing change, but patient didn't answer the door; nurse called the pt 3 times and patient didn't answer. The next day, nurse discovered foam stuck in the wound. The following day, patient was seen by dr. One day later, surgical debridement was done under general anesthesia, pt went home same day. V.a.c. Therapy clinical guidelines states: v.a.c. Dressing should be changed every 48-72 hours; but no less than 3 times per week. V.a.c. Therapy safety info concerning foam removal states: "foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection, or other adverse events."